Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for non-malignant pain and radiculopathy. It was reported that the controller had been giving them a notice to replace the controller battery. The pt was asked if the message appeared when recharging the ins; pt stated that they had been having trouble with the device. Pt stated that they had to reset the controller before, but that was regarding something else. Pt then stated that they didn't know when they were getting the message, but that the message only appeared once and that it was yesterday ((B)(6) 2022). Pt stated that they couldn't remember, however the recharger (rtm) may have been connected to the controller when the message appeared. The pt was asked the pt if the rtm was getting hot while recharging the ins; pt stated that they hadn't noticed. Pt confirmed that there was no apparent damage to the equipment. Pt confirmed that there were no issues recharging the controller from the power supply. Pt also confirmed that there were no issues with the controller battery holding a charge. The pt was asked if the ins was taking longer to recharge; pt stated that the ins did take longer to recharge because of the way the surgery was done in their back; pt stated that there was a fold so they had to stand up while recharging the ins. Pt stated that it could take awhile to recharge the ins since the recharging connection would always go between good and excellent all the time. When asked for the event date, pt stated that they had never been satisfied with the device and that the device had always been an issue. Pt stated that they would shut the ins off and not even use it as they would rather be in pain than deal with the device sometimes. Pt stated that recently the stimulation would go off when they hadn't changed anything. Pt stated that they talked to a manufacturer representative (rep) who had them restart the device or something. Pt stated that two days ago they were getting messages on top of messages, so they reset the controller; message details asked/unknown. Pt stated that they just spoke with a rep today who advised them to call in. It was attempted to gather as much information from the pt during the call. A replacement recharger was sent to the patient. Additional information was received from a manufacturer representative (rep). It was reported that the rep was made aware on (B)(6) 2022 that the patient was getting a message stating ¿replace controller battery soon¿ which they then directed the patient to call in to resolve. That is the only issue that was reported to the rep. The rep was unaware of the charging issues or stimulation turning off mentioned in the reported event.